Event description:
Vns pt has experienced dramatic weight loss since implant. The pt was diagnosed with vocal cord paralysis following implant surgery, which was improved but is not yet resovled. The pt has lost 100 pounds since vns implant and they experience nausea, vomiting and decreased appetite.